Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. During repositioning surgery, the electrode could not be repositioned and device testing could not be completed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.